Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a patient experienced numbness of the left lower limb post-operatively with an unknown spine product. The numbness was treated with medication.

Manufacturer narrative:
Corrected data: b.5. Has been updated to reflect an 'unknown screw'. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per instruction for use: the choice of proper shape, size and design of the implant for each patient is crucial to the success of the surgery. The surgeon is responsible for this choice which depends on each patient. The size and shape of the bone structures determine the size, shape and type of the implants. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. Improper selection, placement, positioning and fixation of these devices may result in unusual stress conditions reducing the service life of the implant. It is unknown what role the screw played in the patient's temporary numbness. Incorrect trajectory of the screw, improper screw size, and/or improper screw hole prep can be possible causes for a screw to contribute to patient numbness, however based on the information provided, it is unknown if the screw caused or contributed to the patient's symptoms and a root cause cannot be determined.

Event description:
It was reported that a patient experienced numbness of the left lower limb post-operatively with an unknown spine screw. The numbness was treated with medication.